Manufacturer narrative:
On 06-oct-2023, the mentor failure analysis lab received the device for evaluation. On 19-oct-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the breast implant was noticed to be ruptured prior to the operation. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. During the visual analysis of the returned sample, no apparent damage or visual anomalies were observed. The product was received without its sealed thermoform. Leak testing was performed, according to the mentor procedure, and it revealed a tear (a) on the anterior view, measuring approximately 0.8 cm. Additionally, an area of missing material (b) within a rent was found on the same view, measuring approximately 0.1 cm x 0.1 cm and 0.2 cm respectively. A microscopic examination was performed on the edges of the tear (a) and missing material (b), and no parallel striations were found in an area of the tear. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on the information currently available, a visual evaluation of the tear (a) and missing material (b) indicates that the implant could have been damaged by an instrument. The product insert data sheet cautions to not allow cautery devices or instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, drain trocar, cannulas, or scissors to contact the device. The cause of the rupture in the remaining area of the tears could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a mentor memorygel xtra breast implant 240cc gel breast prosthesis was observed to be ruptured prior to a scheduled breast augmentation procedure. The procedure was completed with another mentor memorygel xtra breast implant 240cc gel breast prosthesis gel breast prosthesis. There was no reported patient consequence.